Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction: customer reported that he was unable to get the piston rod to rewind by pressing the correct button during a cartridge change. Customer confirmed that all buttons including the button used above were responding appropriately at all other times. Investigation confirmed that all buttons are functioning properly. An optical shield had slipped out of place on the device and prevented the pump from detecting that the customer had removed the cartridge. Because the pump could not detect that the cartridge had been removed the pump did not respond to the button presses by the customer to initiate the piston rod rewind.